Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original box and jar in clear unknown solution. The valve exhibited discoloration consistent with blood contact. All leaflets are slightly stiff but flexible, possibly due to blood contact and/or the decontamination process. All leaflets appear wrinkled or creased along with frame imprints, showing evidence that the valve set in a crimped position for an unknown duration of time. All leaflets are intact. Leaflets l3 and l2 were partially in an open position. L3 was in a partially closed position. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The valve was submerged in a warm (approximately 37 °c) saline bath to expand the frame. The valve was placed in a cold saline bath to perform a deployment simulation as per the instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets. The c-paddle was a little off. The capsule was advanced, covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no in-fold was noted during this step of the loading process. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No in-folds were noted during the deployment simulation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-34}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. Following the first deployment attempt, the valve had to be recaptured as the depth was too shallow in relation to the target implant depth of 3-5 millimeters (mm) in the native annulus. Upon the second deployment attempt, an infold was observed. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was utilized to complete the procedure. It was noted that a 15 minute procedural delay occurred as a result.